Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Reporter stated the infusion device displayed an e8 power interrupt error, and the error could not be cleared due to a non-functional button. No adverse event was reported. The alleged product was requested for evaluation.